Manufacturer narrative:
The company rep replaced the pt interface module assembly ((B)(6)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp failed the first autofill but passed the second autofill. The pt was switched to another iabp and therapy was continued. No pt injury was reported.